Manufacturer narrative:
The investigation is on-going. A supplemental MDR will be filed upon completion of the investigation. Per FDA guidance for eua, a batch MDR is being submitted as only the positive results (genxpert) were reported out, and the total number of samples alleged is unknown. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. The customer from switzerland alleged discrepant results while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® 68/8800 systems. The customer reported multiple samples generated influenza a negative results while during repeat the samples generated influenza a positive results with the genxpert assay. No harm was alleged. The positive results (genxpert) were reported out. An investigation is being conducted to evaluate the customer issue. Per FDA guidance for eua, a batch MDR is being submitted to represent all alleged samples.

Manufacturer narrative:
No product problem found. No data was provided regarding the alleged samples. However, review of the provided data did not reveal any issues. It is likely that a mutation under the primers or probes of the flua target for the cobas assay is causing a CT delay for the flua target. Sequences of the samples were requested from the customer to confirm, but could not be provided to date.

Manufacturer narrative:
Review of curves and controls in the data appeared normal, suggesting that there are no sample quality issues. Additionally, multiple reagent lots were used to generate the alleged result indicating no reagent lot issue. Differences in technologies between the genxpert assay and the cobas assay may account for the differences in CT values generated. One possibility is that there is a potential mutation under the primers or probes of the flua target for the cobas assay causing a CT delay for the flua target. However, sequences of the samples were requested from the customer, but could not be provided. Thus, a mutation could not be confirmed. Lastly, delays between testing of the samples or how the samples were handled may be a contributing factor in the CT delays alleged between assays. Eval conclusion code updated to d15 cause not established.